Event description:
The patient was reportedly implanted with an (B)(4) gynecare prolift on (B)(6) 2007 by dr. (B)(6). The patient was implanted with a (B)(4) product on (B)(6) 2012 by dr. Jeffrey (B)(6). Both surgeries took place at (B)(6) medical center in (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Product expire date unk; lot number not provided. Product manufacture date unk, lot number unk. As requested by the FDA, we have made note of the product code in section the product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation - evaluation: investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified (B)(4) product's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.